Manufacturer narrative:
(B)(4). Other devices used - manufactured by zimmer (B)(4): catalog #42532007502, persona cemented stemmed tibial component, lot #62954435. Catalog #42540000035, persona all poly patella, lot #62820829. Catalog #42521400814, persona ps articular surface, lot #62250546. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing constant pain and that the therapist has indicated "the knee doesn't look right, is sliding to the right."

Manufacturer narrative:
The implants remain implanted therefore the condition of the devices are unknown. These devices are used for treatment. Review of primary operative notes confirms patient underwent a right total knee arthroplasty due to osteoarthritis and a significant varus deformity. An extra 2mm of bone was removed from the distal femur due to flexion contracture and the tibia was cut just below the worn down medial plateau. As the patient had a loose pcl and varus/valgus issues, the surgeon decided to use ps components. The final trial components gave good stability and full flexion/extension. No deviations or anomalies were noted with the surgery. A report of the post tka radiographs state: ap and lateral postoperative views show no fractures or dislocations. The hardware is in appropriate alignment without evidence of lucency to suggest loosening or infection. Compatibility of the components was reviewed with no issues found. Per the information provided, a definitive root cause for the patient's pain cannot be determined.